Manufacturer narrative:
Concomitant medical products: dtba1d1 device, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented for a device check and it was noted the right ventricular (rv) lead sensitivity had been reprogrammed at a previous device check unbeknownst to the physician. It was noted by the physician that approximately seven years earlier, the left ventricular (lv) lead was electively connected to the right ventricular (rv) lead port in the device and the rv lead was subsequently placed in the lv port. The patient had previously exhibited dizziness/pre-syncope and oversensing on the lv lead connected to the rv port was observed and the sensitivity had been reprogrammed. The lv lead remains in the rv port and in use. No further patient complications have been reported as a result of this event.